Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed one unexplained power on reset event after the complaint date. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery cap measured within specifications. The battery compartment was intact. No evidence of contamination was found inside the battery compartment. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots, loss of power or call service alarms were duplicated. The pump case was removed to find no evidence of moisture inside the pump. The intermittent power event was not duplicated during investigation. Unrelated to the original complaint, the display was intermittent. Investigation showed a lifted gray tape had not adhered to the display flex connector. The intermittent display image was due to a lifted gray tape and the flex cable not being fully seated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.